Event description:
Customer reports obtaining results of 300mg/dl, 149mg/dl, and 89mg/dl on the same device within 5 minutes. Customer states that she stores the test strips in the refrigerator. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.